Manufacturer narrative:
Updated data: b5. Added second paragraph. D4. H4. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve replacement procedure (tavr), there was a deployment error upon recapture of the valve. Subsequently, a second valve was implanted. A 10-minute procedural delay occurred as a result of this event. Additional information was received indicating that the valve was deployed and successfully recaptured once. Subsequently, the valve was deployed a second time. Upon a second attempt at recapture, the physician inadvertently turned the handle the wrong way and fully deployed the valve instead of recapturing. As a result, the first valve was implanted too shallow. The second valve was implanted valve-in-valve, with a more annular depth.

Event description:
It was reported that during a transcatheter aortic valve replacement procedure (tavr), there was a deployment error upon recapture of the valve. Subsequently, a second valve was implanted. A 10-minute procedural delay occurred as a result of this event.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: evfxplus-34, serial/lot #: (B)(6), ubd: 11-oct-2026, UDI#: (B)(4). H6. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.